Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in pacing threshold, going from 0.4mv at 0.4ms to 1.1mv at 1.5ms. As result, the system was reprogrammed to provide an output of 2.5mv at 1.5ms. The rv lead impedance measurements and sensing were stable and in range. Approximately twenty months later, this lead exhibited undersensing, low amplitude and high pacing threshold measurements again. X-ray imaging was reviewed, and no obvious signs of lead movement were observed, but the physician suspected a potential dislodgement. Consequently, the lead was explanted and replaced by a non-boston scientific product. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.